Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen procedure, while the device was being used for suturing hiatus, it was difficult to toggle, to load and unload. The needle dropped into the patient¿s cavity and was retrieved with a grasper. A new device was opened to resolve the issue and complete the case. There was no patient injury.